Event description:
It was reported during an unk procedure that the lock was too hard and broken. The second one was also hard, but it was used forcibly and completed. Only the first one was returned. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/24/2008. Damaged olive button. Eval summary: the analysis results found that olive plug assembly had the olive cap tab broken and cam out of position; therefore making the instrument non functional. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.